Event description:
It was reported that the user experienced repeated scanning errors when attempting to use an fsl3+ sensor with the ilet system, after which a different fsl3+ sensor was applied and warmed up successfully, and the user was transferred to the sensor manufacturer for replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included remote troubleshooting and confirmation of successful function with a replacement sensor. Investigation of this case revealed a sensor-related communication or compatibility issue localized to the initial fsl3+ sensor rather than the ilet device, as evidenced by resolution with a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning fsl3+ sensor.